Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Event description:
It was reported that patient's system was autoreducing. Lead diagnostics showed that contacts 1 now showed low impedance 250 ohms, contact 2 had low impedances of 0 ohms, and contacts 3-8 all showed high impedances >10000. Programming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000143261.